Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
Customer reported receiving an errc 4 when a test strip was inserted into their freestyle flash blood glucose monitor. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure can be changed from mg/dl to mmol/l. Customer also reported experiencing symptoms of headache on her temple area. There was no report of third party medical intervention, death, serious injury or mistreatment associated with this event.